Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 275 mg/dl at the time of incident and the current blood glucose level was 275 mg/dl. Customers other blood glucose value were 239mg/dl, 87 mg/dl, 256 mg/dl, 110 mg/dl and 160 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering. Customer run self-test and displacement test and it was passed and they declined to troubleshoot for high performance test. The device will not be returned for analysis.